Manufacturer narrative:
The reported gripper actuation issue was confirmed during returned device analysis as the suture knot separation from the gripper arms was noted. The observed deformation/kinked gripper line was a result of procedural circumstances. A review of the complaint history identified no lot specific product issue. Based on the information reviewed and the return device analysis, the reported gripper actuation issue was confirmed due to the observed suture knot separation from the gripper arms. Therefore, this appears to be a potential product issue. The investigation is still on going and additional actions will be taken if warranted. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was advanced and grasping was attempted; however, it was noted that the grippers could not be raised. Troubleshooting as performed, but the grippers were still unable to be raised; therefore, the device was removed and replaced. The procedure was successfully completed with a new ntr cds. Mr reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.